Event description:
According to the reporter, during the minimally invasive lumbar fusion procedure at levels l4-s1, the tissue retractor (0.616.037) stuck to the screw. In the process of the retractor removal, the device did not come out easily, but got stuck in the screw. Finally surgeon was able to remove the device and successfully complete the procedure. This event added about 35 minutes to the surgery time.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Upon received of the device, all functional testing was performed successfully, the gage easily snapped into place and was easily removed. The instrument conformed to specifications.